Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received that the right ventricular lead was capped and replaced during the lead revision procedure to resolve the event.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow up, episodes of oversensing due to myopotential noise were observed on the right ventricular (rv) lead. The physician alleges that the cause of the event was due to insulation damage, however, no insulation anomaly was noted during the explant procedure. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.